Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for six and a half years following an outpatient laparoscopic bilateral inguinal and umbilical surgery, the patient had been experiencing inguinodynia, dysejaculation and reverse ejaculation. The patient has tightness and pain around his inguinal and belly area. Additionally, the pain in the inguinal area would radiate down to the ankles and up to his shoulders. Radiology was done and shows the mesh to have moved and bunched up causing entrapment of 3+ nerves, an artery and the patient's sperm cord.